Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking, the package was found to be damaged. The inner pouch containing the xxl balloon dilatation catheter was noted to have two small holes. The device was not used. As there was not pt involvement, no pt complications occurred.